Manufacturer narrative:
The product is not expected to be returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged one day post implant eight years ago. Subsequently, an invasive procedure was performed and attempts were made to reposition the lead without success. The device had been programmed to vvir. This lead was later surgically capped and abandoned during a routine device replacement. A new device and ra lead were implanted. No adverse patient effects were reported.